Event description:
Complainant alleged that during an inservice by a zoll medical sales representative the device did not power up. Complainant indicated that there was no patient involvement in the reported malfunction.